Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services informed the health care professional to contact the local sales representative however, there is no information to suggests that the device was interrogated. At this time, the ICD remains in service. No adverse patient effects were reported.